Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system boot starts up stops. Review of log shows that the flexvision was not responding. The fse performed the trouble shooting and found that the defective flexvision pc's. Fse replaced flexvision pc's, reinstalled flexvision pc's os, application software, and replaced the lan cable for the pc as troubleshooting action. After repaired action, the system was returned to good working condition. The codes were updated based on the investigation outcome. Health impact code and evaluation method code were corrected.

Event description:
It has been reported to philips that the allura system would not boot up. There was no report of harm.